Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; over responsive down arrow button. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 10-dec-2018. On investigation, the keypad cover was intact. On testing, the up-arrow button was unresponsive. The remainder of the buttons had normal response. Investigation did not duplicate the alleged over responsive down arrow button. There was no evidence of contamination of the button contacts. Moisture corrosion was found inside the pump on the keypad connector and on the display board.